Event description:
During testing at the user facility, the device alarmed with a whitescreen error. Prior to testing, the deice had been returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device passed testing. Although the device passed testing, a review of the history indicated a whitescreen error. The whitescreen error occurred when the user titrated only the rate when the device was delivering in the kvo mode. The probable cause of whitescreen error was a software error. Although the device passed testing, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.